Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced where the infusion set needle broke after being inserted in the body for 2 days. The site of insertion was abdomen. No significant events lead to the needle fracture. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy.